Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the screen on the insulin pump had scratches making it hard to read and navigate. There were also issues with cosmetic damage, no delivery alarms, and battery longevity. Blood glucose level was unknown at the time of incident. Troubleshooting did not occur. Product will not return for analysis.